Manufacturer narrative:
(B)(4). (B)(4) - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a pair new transmitter message occurred. Data was evaluated and the allegation was confirmed as a pair new transmitter message was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of a pair new transmitter message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.